Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p4g1008) sigphandle, sig power sigphandle handle, (sn#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the device, there were several complications. The procedure experienced an extended surgical time of over two hours due to issues with the product. There was bleeding at the staple line after stapling, which was described as oozing or minimal to moderate. Firing issues were noted with the reload component of the powered stapler, specifically when used with the signia handle, where an excessive load was detected. To address the bleeding, pharmacologic intervention was performed with the administration of plasma. Additionally, suturing was used as a staple line reinforcement, and a conversion to open surgery was necessary to stop the bleeding.